Event description:
The cin was contacted directly by the hospital risk manager. It was reported the device was used during a laparoscopic tubal ligation. It was reported a uterine laceration resulted from the 578sd insertion. At the time of this report, the risk manager did not known how the event was controlled or handled and she would not divulge the name of the surgeon. The patient was discharged from the outpatient surgery department. 08/12/97 this is case where the was in injury with the 578sd trocar. Apparently there was a puncture the uterus, however, it appears as if the patient was released from the hospital on the same date. Co has no information as to how this occurred, co has no information as to whom the physician was. Facility has made two attempts to contact the risk manager, but have been unable to do so.